Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic bronchofibervideoscope had image interference when the scope head was moved. The issue occurred during an unspecified procedure. The procedure was successfully completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. There was a flickering image due to a defective electrical connector. In addition, the following reportable malfunctions were identified during the device evaluation: chip at the pink probe opening on the distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reported event is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. The component failure was due to a degradation problem identified. The most probable cause of the additional finding of chip at the pink probe opening on the distal end is a cause traced to component failure. The component failure was due to a fracture problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.